Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm did not occur. A check of the thermistors found that both the upstream and downstream thermistor readings were within specification. A review of the event history log revealed system error 345 messages which verifies the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Incoming device evaluation assessment found that the ultrasonic sensor had a cut which might have exposed the thermistor sensor for damage and therefore the ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.